Manufacturer narrative:
The inspection by the repair department confirmed that a charge-coupled device (ccd) failure had occurred. Therefore, it was likely that the image function did not function normally due to the ccd failure and a "blackout" occurred. Regarding the disconnection, flooding, blurred lens, and ccd failure, the information obtained from the investigation results did not lead to the identification of the cause of the occurrence. Based on the results of the investigation, a root cause could not be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the subject device had disconnection issues as well as flooding, blackout, and a blurred lens. There was no patient involvement.